Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm epic plus mitral valve was chosen for mitral valve replacement. However, during implant, holder handle was unstable (wobbling). In addition, the release button on the valve holder was accidentally pressed, and the device was separated. The physician attempted to attach the holder and the device again, but it was not successful. The device has been successfully implanted using ratchet mechanism of the device, and result of cardiac scintigraphy indicated no issues. However, the physician commented it was very stressful experience since the holder handle and the device were unstable (wobbling). There were no adverse patient consequences. The patient condition is stable. The red circle in the attached photo is unstable/wobbling part

Manufacturer narrative:
An event of holder handle was unstable and unable to attach the valve holder to the handle could not be confirmed. The investigation confirmed the device met functional and visual specifications when analyzed at abbott. The holder was securely connected to the test holder handle e-2000 and passed the fuctional testing. Little flaring was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined; however, abbott is continuing to monitor this issue. There is no indication of a product quality issue with regards to manufacture, design, or labeling.